Event description:
It was reported that "patient had a power-PICC inserted at hospital in (B)(6) 2013. The power-PICC was removed in ambulatory care in (B)(6) 2013. Patient had other health problems and had a follow up ultrasound at on (B)(6) 2013, when they noticed a 3cm segment of the power-PICC in the axillary vein. This was removed as the patient was there for other procedures. The 3cm segment of catheter found in patient's axillary vein on follow up ultrasound post removal. PICC line was inserted in radiology department on (B)(6) 2013. PICC was removed in ambulatory care unit on (B)(6) /2013. Ultrasound was conducted on (B)(6) 2013. Patient was required to have retain segment surgically removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. As the device was discarded after the event occurred. A lot history review (lhr) of rewe0456 showed no other similar product complaint(s) from this lot number.